Manufacturer narrative:
This reported lot number is subject to the recall initiated on feb 8, 2010. (B) (4).

Event description:
According to the reporter, the device froze and would not deploy any tacks. A new device was opened to continue on with the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.